Manufacturer narrative:
Catheter.

Event description:
The pt experienced "all body pain". An x-ray confirmed a kink/occlusion in the intrathecal section of the catheter in the lumbar spine. The catheter was revised. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.